Event description:
The customer originally reported disc/sense alarms with a constant air pressure from pt port. During bench testing, the field service tech, found the ventilator displayed disc/sense and no volumes were able to be read. The field service tech also reported that during the pressure control test, he was unable to verify 50 +/-4 cmh2o as the readings were low. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Result: main board passed bench testing within specifications. Turbine was out of specifications due to foreign material contamination (dirt on bypass valve). Conclusion: unable to duplicate, main board performed according to specifications. Turbine was out of specification and was related to the low pressure. This MDR is being filed beyond the 30 day reporting timeline. The service personnel inadvertently failed to notify regulatory affairs.